Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: quatrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), serial: n/a, batch: 3717213.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken in 2016 wherein the entire system was explanted to address the issue. It is unknown which lead is responsible for this issue.